Manufacturer narrative:
The reported events were failure to sense, failure to capture and lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured, and it was within the specification. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for a clinical follow up. Upon interrogation, it was noted that the atrial lead exhibited failure to capture, failure to sense and was found to be dislodged. The dislodgement was confirmed via chest x-ray. The atrial lead was capped and replaced. The patient was in stable condition.